Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was not pacing when connected to a patient. It was further reported that its hanger assembly was broken. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint regarding pacing was unconfirmed. The device passed all incoming functional tests. The hanger assembly was confirmed to be broken. Display wires were found to be pinched, with compromised insulation. Output connectors were found to have external contamination. The case was found to be broken. The keypad was found to be scratched. The main seal was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-01-15: the generator was returned for service.